Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2009, that a stonetome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, the stonetome wire would not bow. The procedure was completed with another of the same stonetome rx sphincterotome. There was no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Will not bow. The device has not been received for analysis. Upon receipt and complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. The device has not been received for analysis. Upon receipt and completion of the failure analysis or the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.